Event description:
Patient presented to the physician, a week post-implant procedure, with a hematoma at the chest incision site. Physician brought the patient into the or and excised the hematoma. Physician prescribed antibiotics after the procedure was completed. This resolved the issue.